Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that an ICU patient had a blood glucose reading of "hi" mg/dl (>600 mg/dl) and "hi" mg/dl within 1 minute. The nurse and doctor collected a blood sample for a laboratory test within 5 minutes of the 2 "hi" readings. The patient was treated with 5 units of insulin based on the readings of "hi". After the patient was treated with insulin the lab test result was 102 mg/dl. One hour after treatment with insulin the patient had symptoms of hypoglycemia and "shock." A second lab test measured 54 mg/dl. The patient was then treated with 10% dextrose.